Event description:
The clinician reports the implant was inserted (B)(6) 2006 in fdi 43. Details of surgery: ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and mobility. No further patient complications were reported.